Event description:
Customer was getting extremely low readings on the contour meter, between lo and 37 mg/dl. She called paramedics who tested her blood at 550 mg/dl. They gave her insulin to bring her bg down. Customer service verified that the meter was in mg/dl. Customer did not have a bottle of control solution so no controls could be run. Meter and strips were replaced.